Manufacturer narrative:
Manufacturers ref (B)(4). Method code: 4114 - device not returned. Summary of investigational findings: a male patient underwent tevar to treat a thoracic aneurysm. A zta-pt-44-40-233 was implanted in the descending thoracic aorta per IFU without any difficulties. However, the final angiographic run showed that the contrast slowed midway through the graft. At the same time the blood pressure became raised. It was noted that thrombus had distally embolized the superior mesenteric artery (sma) and the left common iliac artery (lcia). The zta sheath was occluding the right common iliac artery (rcia). Thrombectomy and thrombolysis of the sma was performed and a covered stent was used to open the lcai. The zta sheath was also removed to restore flow to the right side. The patient was then transferred to ICU for monitoring and was later returned to theatre to treat the ischemic left leg. A fasciotomy was 24h later performed on the left leg. The patient condition subsequently deteriorated, and CT of the abdomen showed thrombus in visceral vessels causing multi-organ failure. The patient remained in ICU and later died. A clinical assessment of the reported information was performed. Pre-operative imaging was later provided and reviewed by an imaging expert. Per the findings of the imaging reviewer: ¿the thoracic aorta was extremely tortuous and diffusely dilated. A fusiform 12cm long distal thoracic aortic aneurysm containing a moderate to severe amount of mural thrombus terminated just proximal a severe 110-degree bend as the aorta extended from the diaphragm, through the diaphragmatic crus, and into the abdomen.¿ and ¿a strand-like but also partially mass-like filling defect began in the descending thoracic aorta, continued through the abdominal aorta, and terminated in the cias. Although the filling defect most likely represented swirling unopacified blood and slow flow, at least some of the abnormality was highly suspicious for dissection and thrombus..¿ the imaging reviewer¿s impression is that the pre-implantation cta findings of moderate to severe mural thrombus within the aneurysm, slow flow, and possibly superimposed mixed thrombus and dissection demonstrate increased risk of liberating and or forming thrombus during or after the procedure. Based on the investigation, the reported event did not occur as a result of device failure or misuse of the device. It is likely that the patient condition contributed to this event, as it was assessed by the imaging reviewer that the patient had an increased risk of liberation or forming thrombus during or after the procedure. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) p140016. Investigation is still in progress

Event description:
Description of event according to initial reporter: patient had a tevar for a thoracic aneurysm. After deploying the zta according to IFU the final angiographic run showed slow flow of contrast. At this time the bp became raised. The surgeon noted the lack of flow and checked catheter position to confirm that it was inside the lumen of the zta. Checks were also done to confirm the distal graft landed in the correct positon and wasn't occluded by the bend in the aorta. It was then noted that thrombus had distally embolised the superior mesenteric artery along with the left common iliac artery. The zta sheath was occluding the right common iliac artery. Physician performed a thrombectomy and thrombolysis in the superior mesenteric artery and used a covered stent to open the left common iliac artery. Flow was restored to the right side by removing the zta sheath. Patient was transferred to ICU for monitoring. Later returned to theatre for treatment of ischemic left leg. Fasciotomy performed on left leg 24 hours later. Continued to be cared for in ICU. Patient condition deteriorated and CT abdomen showed thrombus in visceral vessels causing multi organ failure. Patient outcome: patient remained intubated in ICU and later died.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Additional information received 31 jan 2019: the zta was implanted in the descending thoracic aorta. The contrast was observed to flow into the graft at normal speed and then it slowed midway through. Patient outcome: additional procedures were required due to this event: thrombectomy and thrombolysis in the superior mesenteric artery and used a covered stent to open the left common iliac artery during the initial procedure. Returned to theatre for treatment of ischemic left leg. Fasciotomy performed on the left leg 24 hours after treatment of the ischemic leg in theatre. The patient remained intubated in intensive care unit and later died.